Event description:
It was reported the tuftex otw embolectomy catheter balloon burst during use on the patient. No injury was reported.

Manufacturer narrative:
The complaint device was received for evaluation and the reported event was confirmed. The balloon was observed ruptured upon return. While the reported issue was confirmed, the precise cause for the damage is unknown. No patient injury was reported as a result of the issue. Balloon ruptures are possible due to the nature of the procedure this device is used for. Our IFU provides the following warning related to the possibility of balloon ruptures: arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.